Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2022-11963. It was reported that the patient presented in clinic for a follow up. Device interrogation revealed loss of capture due to dislodgement on both the right ventricular (rv) lead and the atrial (ra) leads. The physician elected to explant and replace the ra and rv lead due to difficulty extending the helix. The patient was in stable condition.

Manufacturer narrative:
Correction: b5 ra lead was not explanted.

Event description:
New information received notes that the ra lead was not explanted and was revised.

Manufacturer narrative:
The reported events were lead dislodgement, failure to capture and helix mechanism issue. As received, a complete lead was returned in one piece with the helix extended and clogged with blood/tissue. After cleaning and applying torque directly to the connector pin, the helix could be retracted and extended. The cause of the reported helix event was isolated to an over-torqued inner coil, consistent with procedural damage and a clogged helix. No other anomalies were seen.